Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged from the delivery system before use. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon, but was not between the markers. The distal end of the stent was located 1 cm distal to the distal marker. The proximal end of the stent was located 1 cm distal to the proximal marker. There was no damage noted to the stent implant. There were stent implant crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. The stylet was partially inside the sds lumen. The orange protective sheath was returned on the stylet. There was no damage noted to the orange protective sheath. There was no damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.